Event description:
The customer reported intermittent spo2 flat lines/dropouts. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the customer reported the issue to masimo however they advised no product is being returned at this time. If new information is obtained or the product is returned, a follow up report will be submitted. H3 other text : device not returned.